Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that a patient has a broken articular surface post.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
Additional information has been received that the implant is not broken as originally reported. The nature of the problem experienced is unknown at this time.

Manufacturer narrative:
No devices were received; therefore the condition of the components is unknown. This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the articular surface. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Follow up information identified that the surgeon suspected that the instability was due to an articular surface fracture after the patient fall; however, during the revision it was found that the implants were well fixed and no components were broken. Per the persona knee system package insert, joint instability is a known risk of this procedure.

Event description:
It is now known that the patient was revised due to instability after experiencing a fall.